Event description:
Reportable based on device analysis completed on 07apr2022. It was reported that visualization issues occurred. The 87% stenosed, 29 x 2.50mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show an image. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a partial detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope assembly. The imaging window was detached at the lapjoint section and was not returned for analysis. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance testing showed an electrical open at the proximal waveform. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Review of a picture received from the site showed the imaging window to be detached at the lapjoint section.